Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "internal error" message and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product for evaluation and will be providing a follow-up report when our investigation is completed.